Manufacturer narrative:
Product ID 3889-28, lot# j0427832v, ,implanted: (B)(6) 2004, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had a 'bad lead fixed' in 2004. No details about the event were provided. If more information becomes available, a supplemental report will be sent.